Manufacturer narrative:
Zoll UK evaluated the device and the customer's report was not replicated or confirmed. The handles were put through extensive testing including defibrillation shock testing and full functionality testing without duplicating the report. Based on the evaluation, the internal handles were determined to be functioning as expected. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator stopped working using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.